Event description:
It was reported that the patient experienced a leak in the connector after six months. The leak was fixed in a revision surgery. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.

Manufacturer narrative:
The complaint component was returned and analyzed, and the reported allegation of fluid leak was not confirmed via product analysis. The product record review revealed no additional information related to the complaint so an overall investigation conclusion code of no problem detected was chosen as the reported device problem cannot be confirmed. The reported allegation(s) could not be confirmed. No escalation to ncep, CAPA, or scar is required, complaints are monitored for escalation of systemic issues through the trending process per the cis product investigation work instruction (windchill document # (B)(4)).

Event description:
It was reported that the patient experienced a leak in the connector after six months. The leak was fixed in a revision surgery. A patient outcome was not reported. Further information has been requested and is not yet available. Should additional information become available, a supplemental report will be submitted.